Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that she punctured her thumb with a metal nozzle while replacing the dry tip during monthly maintenance on the architect c16000 processing module. She was wearing gloves at the time of the incident. The customer confirmed that the puncture was bleeding; however, the area was cleaned with water. The customer went to the emergency room, where she received a tetanus shot. Blood was also drawn for hepatitis b testing. The customer is doing ok. There was no patient involvement.

Event description:
The customer stated that she punctured her thumb with a metal nozzle while replacing the dry tip during monthly maintenance on the architect c16000 processing module. She was wearing gloves at the time of the incident. The customer confirmed that the puncture was bleeding; however, the area was cleaned with water. The customer went to the emergency room, where she received a tetanus shot. Blood was also drawn for hepatitis b testing. The customer is doing ok. There was no patient involvement.

Manufacturer narrative:
The customer stated that she punctured her thumb with a metal nozzle while replacing the dry tip during monthly maintenance on the architect c16000 processing module. She was wearing gloves at the time of the incident. An instrument service history review for architect (B)(6) revealed no additional tickets associated with the adverse event described in the current complaint. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect c16000 processing module did not identify any similar issues as described in this complaint. Additionally, review of complaint and trending data associated with the nozzle, dry (rohs) and the cc cuv dry tip did not identify an increase in complaint activity. A review of labeling was performed and found to be adequate. Based on the information on this complaint, the adverse event described in this complaint is related to correct use. Based on the investigation, the device met performance specification and performed as intended at the customer site; therefore, there is no systemic issue or deficiency with the architect c16000 processing module, serial number (B)(6), or nozzle, dry (rohs) and the cc cuv dry tip.